Event description:
Olympus inspected the device at olympus service operation repair center (sorc) and found that the coating of the insertion tube greater than 1x1 square millimeter was peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the watertightness was not maintained due to perforation of the instrument channel due to external factors. -the continuity was poor due to damage to the distal end cover due to external factors. -the adhesive of the bending section rubber was chipped. -the control section, rotation mechanism, remote switch, grip unit, angulation control lever, up / down plate, universal cord, endoscope connector, and endoscope connector cover were scratched by external factors. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by stress due to use, or by external factors or handling. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.